Event description:
It was reported that, "pt was revised."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including implant date, pt info x-rays med records and reason for revision) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.